Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, three triclips were successfully implanted on the anterior/septal (a/s) leaflets. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned symptomatic with dyspnea and fatigue for a follow-up transthoracic echocardiogram (tte) where it was identified that the middle clip implanted had a single leaflet detachment (slda) and the clip was no longer attached to the lateral leaflet, and tr returned to grade 5. A second triclip procedure was scheduled for (B)(6) 2025. On 14 october 2025, the patient returned with grade 5 functional tr for a secondary triclip procedure. During the procedure, a triclip xt was attempted to be placed between two of the previously implanted clips but was unsuccessful due to limited space between the clips. The triclip xt was implanted successfully posterior to the final triclip xtw placed during the first procedure. An additional triclip xt was then placed posterior to the clip implanted during this procedure and the procedure was discontinued. The final tr was grade 3. There was no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined the reported slda appears to be related to pre-existing patient anatomy (disease progression and thin/friable leaflets). The reported tricuspid valve insufficiency/ regurgitation appears to be due to the slda. Dyspnea is a cascading effect of the recurrent tr. Tricuspid valve insufficiency/ regurgitation and dyspnea are listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, three triclips were successfully implanted on the anterior/septal (a/s) leaflets. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned symptomatic with dyspnea and fatigue for a follow-up transthoracic echocardiogram (tte) where it was identified that the middle clip implanted had a single leaflet detachment (slda) and the clip was no longer attached to the lateral leaflet, and tr returned to grade 5. A second triclip procedure was scheduled for (B)(6) 2025. On (B)(6) 2025, the patient returned with grade 5 functional tr for a secondary triclip procedure. During the procedure, a triclip xt was attempted to be placed between two of the previously implanted clips but was unsuccessful due to limited space between the clips. The triclip xt was implanted successfully posterior to the final triclip xtw placed during the first procedure. An additional triclip xt was then placed posterior to the clip implanted during this procedure and the procedure was discontinued. The final tr was grade 3. There was no clinically significant delays or adverse patient sequela reported.